Manufacturer narrative:
This report is submitted on november 14, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the device was explanted (date not reported). Additional information has been requested; however, not made available at the time of this report.

Manufacturer narrative:
Correction: the device was not explanted as previously reported. The patient was implanted with another cochlear device on the contralateral side. The implanted device remains insitu.